Event description:
It was reported that when the patient presented to the emergency room, atrial lead dislodgement was observed. During the atrial lead replacement procedure, pocket infection was observed. The pocket was cleaned out and the patient was placed on antibiotics. The system remains implanted. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.